Event description:
A falsely elevated troponin I result was obtained on a patient sample. The results were not reported to the physician. The original sample was retested on another dimension analyzer with a result of 0.00 ng/ml. It was confirmed as 0.00 ng/ml on a stratus cs. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash due to sticky mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash due to sticky mixers. The dade behring field service representative was at the customer site when the incident occurred and corrected the malfunction. The instrument is now performing within specifications.